Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing audible tones. It was found that a lead integrity alert had triggered due to high rate non-sustained episodes and sensing integrity counter (sic) on the right ventricular (rv) lead. A nurse verified that the patient had a non-cardiac surgery which correlated with the date and times of the episodes. The nurse sated the patient has been stable otherwise. The rv lead remains in use. No patient complications have been reported as a result of this event.